Event description:
The end user alleges while standing on the motorized wheelchair's front footplate she fell down and injured her right leg. Allegedly, as a result of the incident, the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported that she fell down after standing on the power wheelchair's footplate. The owner's manual warns, "do not stand on the footplate."